Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that on (B)(6) 2020, the right ventricular lead exhibited an episode of ventricular noise reversion. The episode showed ventricular over-sensing for possible electromagnetic interference (emi). The patient will be scheduled for in clinic evaluation. The patient was stable and will continue to be monitored.

Event description:
New information received noted that the patient presented in clinic on (B)(6) 2020. Noise was unable to reproduced with isometric exercises or manipulation of pacemaker pocket. The patient was asymptomatic and feeling well. No programming changes were made. The patient will continue to be monitored.

Event description:
New information received noted that more over-sensing episodes were seen on a remote transmission. The patient presented in clinic on (B)(6) 2021 and the noise over-sensing could not be reproduced with isometrics. The patient would continue to be monitored. The patient was asymptomatic.